Event description:
Surgeon attempted to remove glenoid reamer from the shaft of the glenoid tap with pliers when the reamer driver would not lock on to the reamer. While pulling on the glenoid reamer, the guide tap pulled out of the pt's glenoid.